Event description:
Litigation papers allege: pain, loss of mobility and loss of enjoyment of life, he has suffered from renal complication and kidney dysfunction. Patient blood work shows presence of cobalt level to be over 7 times the acceptable amount, which has raised concern by doctors regarding his renal and kidney function.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.